Event description:
The reporter contacted animas on (B)(6) 2012 alleging that they have had low prime volumes previously. The reporter indicated that during the prime step insulin would be dispensed during these times. The reporter indicated that at times the pump has given no cartridge detected warnings. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
(B)(4): testing was unable to duplicate the load step malfunction, but did verify a single load step malfunction in the history. The pump was rewound, loaded, and primed with no loss of prime and exercised for 24hours at 1u per hour basal rate with no loss of prime. The force sensor calibration was out of specification (high). The pump was removed from the case and the force sensor disassembled. The force sensor resistance reading was within specification. The cartridge was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test was performed with no failures observed. There were no defects found with the returned cartridge. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Correction # 2531779-03/24/2010-003-r.